Event description:
Add'l info received from MFR 7/10/2003: the report states "gown sleeve seam torn out". Discussion with risk mgr at hospital has revealed that a gown sleeve tore while donning. There were no incidents or injuries associated with this torn gown, the staff member simply donned another gown. The tearing of the gown may be attributed to co's device and/or the force used to situate it properly on the staff member before securing it in place. The customer did not have a sample available for investigation. Cardinal health professional services has reviewed this report and determined that it does not meet the requirements for medwatch reporting.

Event description:
Gown sleeve seam torn out.